Event description:
Nephrologist had called vascular access specialist stating that pt's medical life site area was red, swollen, warm to touch, chills, fever and draining "pus". The pt was admitted to the acute unit. They obtained blood cultures and a culture of the drainage. The valve pocket was irrigated with saline and alcohol and hematoma therapy was performed. 40cc of blood was removed from the pocket along with 4x4 gauze sponges soaked of "pus". The pt was started on vancomycin 1gm per morphology. The preliminary blood cultures came back the following day showing staph epi. The pt was seen the next day by the vas at the acute unit. The pocket was irrigated again and will be for the next couple of weeks. The pt will remain on vancomycin and have repeat blood cultures in 2 weeks.